Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Device product code ¿ ni. Expiration date ¿ ni. Date implanted ¿ ni. Date explanted ¿ unknown date in 2009. Manufacture date ¿ ni. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2016-05279 / 05290).

Event description:
Patient underwent a right knee irrigation and debridement and revision due to infection. During the revision, the tibial bearing was noted to be fractured. The femoral components were removed and cleaned and reimplanted. The bushings, axle, yoke, locking pin and polyethylene bearing were removed and replaced.

Manufacturer narrative:
(B)(4) this was found not to be reportable due to the fact that the onset of infection occurred greater than 1 year post-implantation. The initial report was forwarded in error and should be voided.